Event description:
Urgent product recall from compnay regarding unimplanted atrial pacemaker leads. Potential for component eroding through insulation. This was removed from the pt. Prior to any actural problem or failure.